Event description:
It was reported to boston scientific corporation, that a resolution 360 clip device was used, during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip would not deploy. Even after all the stages of deployment were felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information, regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15, for the reportable event of clip would not deploy. Block h10: investigation results: the returned resolution 360 clip device was analyzed. And a visual evaluation noted, that the clip assembly was not returned with the device. While the yoke was returned attached to the control wire. Indicating the device was prematurely deployed. Microscope examination was performed on the bushing, and no discernible failures were observed. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly. And it is possible, that during the procedure, the physician made the first activation in the device without noticing and could possibly made the deployment after the first activation. This failure is likely, due to factors or conditions related to procedure, during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed, that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The complainant reported that the lot number of the clip was 26636901; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip would not deploy even after all the stages of deployment were felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.